Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter battery issue was reported. Product was provided for investigation. The allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.